Event description:
Reported due to stent dislodgement from the delivery system. The physician attempted the placement of a wavemax stent in the right renal artery (off label use). The physician reportedly used a "seven (7) french sheath and attempted to advance the wavemax into the ostium of the right renal." It was noted that the physician met resistance and used "a small wound of force to advance with no success." The physician attempted to "pull the wavemax back into the sheath leaving the undeployed stent behind." The stent reportedly "fell off the balloon between the sheath and just inside the ostium of the right renal." The physician retrieved the stent by introducing an unspecified coronary balloon, inflating it and trapping the proximal end of the stent against the inside of the wall of the sheath. The physician reportedly was able to pull the sheath, balloon and the stent out of the pt. The pt was discharged to home in "good condition." Although requested, no additional pt inormation was provided.